Event description:
This customer reported a charge shock failure in the opcheck.

Manufacturer narrative:
(B)(4): this customer reported a charge shock failure in the opcheck. The hospital biomedical engineer performed the device evaluation and repair. He isolated the problem to the therapy pca. Replacement of the therapy pca resolved the reported symptom.